Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was multiple inaccuracies with multiple sensors between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. The customer did not provide cgm and meter bg readings. Reportedly, the customer performed calibrations when there was no bg readings displayed on the cgm home screen. No additional patient or event information was available. A replacement sensor was sent to the customer.